Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A caller called on behalf of an ((B)(6)-year old) customer who received a sensor scan of 67 mg/dl compared to an hcp meter result of 500 mg/dl. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced symptoms of stomach pain and a loss of consciousness. The customer was seen at a hospital where they were hospitalized for 2 days and provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.